Manufacturer narrative:
The endoscopy support specialist (ess) provided instruction on the reprocessing steps according to the instructions for use. The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event occurred because the user's understanding differed from olympus recommendation for scope handling and reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The device's reprocessing manual provides the following warning, which may help to prevent the issue: "precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." "Precleaning the endoscope and accessories. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that during the in-service, it was discovered that pre-cleaning of devices was not taking place bedside in the operating room. Additional information provided later, by the customer, stated they do perform the step and they take the scope to another area and do it there. There was no associated patient infection reported.